Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve not shifting. Additional malfunctions were the on/off switch had no alarm and the tie wraps were broken. The compressor intake was dirty and also the cabinet filter was dirty.